Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the doctor found it difficult to remove the device after firing. Eventually, he could manage to remove it and confirmed the donuts were retrieved. A postoperative leakage test showed that no problem had been confirmed. However, two days after the procedure, a failure with the suturing was discovered. No components fell into the cavity. There was no bleeding of over 500cc. It was also reported that the postoperative leakage was confirmed by x-ray imaging. There was no need for reoperation.

Manufacturer narrative:
(B)(4)